Event description:
It was reported by a gentleman who was a vns patient that he sat next to another vns patient on the bus. This other patient reported he had his vns removed because he believed that vns caused him to have a stroke. The patient who had the stroke's identity nor his physician's identity was given. No additional relevant information has ben received to date.